Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported he saw the doctor and they did do an s1 injection. The patient noted the injection did help with some of the pain and it relieved pain the patient did not know he had until it was gone. The patient noted he still had pain from the pressure of the device. A manufacturer's representative (rep) did check the patient's device and the patient was informed the programming was good. The patient also saw a surgeon on (B)(6) 2016 and the surgeon agreed the device was in a bad place and it should be moved. The patient noted they were going to check with his insurance company and hopefully, it could be moved soon. The patient noted if they can get the approval, they will just give him a new battery at the same time because his was seven years old and it would save a future procedure. Additional information received from a rep reported the patient would be getting a new device soon. The rep saw the patient to check the battery status for potential replacement. The rep did not have any information regarding the battery pressing on a nerve. The rep believed the healthcare provider (hcp) indicated that he could move the battery to a new pocket when they replaced it.

Event description:
The consumer reported the system was depleting and was putting pressure on his nerve. The patient stated he needed to contact a manufacturer's representative (rep). It was unknown when this occurred. Later, it was reported the patient was unable to get a rep to come out and check his device. When the patient first had the device implanted, he had the number of a rep. The patient said that he would call that rep, she would come see him and reprogram if he needed it. After that rep left the patient did not have another rep. The patient had an appointment to see the healthcare provider (hcp), but the patient did not know if the rep was going to be at the appointment. After the appointment, the patient reported the stimulator was not checked by a rep. The doctor was going to try to do a nerve block on (B)(6), if the insurance approved it. They would have a rep there if they did a nerve block. Later, the hcp reported the patient had the implant procedure at the hospital, but no serial numbers were listed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.